Event description:
It was reported by the rep that the (1) 511sd and the (1) er320 were used during a laparoscopic cholecystectomy procedure. It was reported that after the ports were placed in the lap chole, two minutes into the procedure, the sub-xiphoid 11mm port outer seal tore. The port was replaced with a different 511sd. As the surgeons were clipping the cystic artery, the er320 did not load a clip properly it "spit" out a clip into the pt. All of this happened after the instrument was fired four times. The instrument was tried again and it worked fine. There was no consequence to the pt.